Event description:
The customer contact reported a leak; subsequently bleed back was noted. The tubing set was being used to deliver travesol 15% and dextrose 16.61%. After an unspecified length of time in use, it was reported that an unspecified volume of solution leaked from a "little slit" in the tubing, approximately 12 inches below the cassette. It was reported the tubing had been kinked in this area. An unspecified amount of blood backed up into the tubing. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.